Manufacturer narrative:
The device will be forwarded to our manufacturer, misonix, inc. For evaluation. Several attempts were made, however, no further information was able to be obtained by the user facility.

Event description:
Our sales representative reported: the surgeon was attempting to break up scar tissue on the dura using the ultrasonic aspirator. There was no indication that the product malfunctioned during that time and the incident was not reported until august 14, 2006.